Event description:
It was reported that subject device had a very dark picture and wanted the camera looked at. The event occurred during the unspecified laparoscopy procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirty lens. Cracked connector. Device failed leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the dark image was due to dirty lens. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.